Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect MFR number. Please find this event reported under 0002648920-2019-00754.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Date of birth: born (B)(6). Report source - study. Multiple MDR reports were filed for this event, please see associated reports: 01822565-2019-00437. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient experienced grinding with persistent pain, swelling, stiffness, and limping at six months post op visit.